Manufacturer narrative:
Pump unable to prime during prime test due to faulty force system sensor. Pump passed idle current test, run current test, self test, off no power test, restart error test, basic occlusion test, displacement test and rewind. Unable to perform occlusion test and no delivery test due to prime anomaly. Pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The battery cap o-ring was not come out noted.

Event description:
The customer reported via phone call that the insulin pump is cracked around the battery compartment and the o-ring is coming out. The customer's blood glucose reading was 60 mg/dl at the time of incident. Troubleshooting was declined by customer. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.